Event description:
Sorin group (B)(4) received a report that there was no response from the s5 double head pump when the speed knob was turned and then a fault in motor controller error was displayed. The clinician power cycled the system and the problem was resolved. The issue occurred post-operatively and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.